Manufacturer narrative:
It was reported from the customer that the tonsil coblator was hooked up to the machine. When the procedure was starting, the surgeon pressed the foot pedal to prime the coblator. Fluid was not running through the tubing, so they removed the faulty coblator from the field and opened another one to finish the case. There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported from the customer that the tonsil coblator was hooked up to the machine. When the procedure was starting, the surgeon pressed the foot pedal to prime the coblator. Fluid was not running through the tubing, so they removed the faulty coblator from the field and opened another one to finish the case.